Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by field safety engineer during training that cardiosave intra-aortic balloon pump (iabp) has error of helium malfunction. No patient involvement.